Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's diabetes therapist associate reported via phone call that the reservoir had an air bubbles. The blood glucose at the time of the incident was unknown. She states the customer is having a hard time figuring out what is causing the air bubbles. She states they have gone over insertion technique, but the air bubbles are reoccurring. She suggested using the pump upside down so air bubbles can travel to the bottom of the reservoir. She was advised by helpline and doctor not to use the pump upside down, due it being an off label use. The diabetes therapist associate was informed there was no call from the customer stating problems with air bubbles. She was advised to inform the customer to call helpline to document any issues. The device will not be returned for analysis.